Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Reportedly, customer attempted to self-treat by consuming glucose tablets; however lost consciousness and the paramedics were called and assisted customer by administering glucose tablets to address bg level. The customer was instructed to consult with healthcare provider regarding bg level.